Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated. There is no known patient involvement. Several attempts were made to get further information from the customer, however the only information that the facility would provide was that all units currently in use at the hospital are affected. The facility has not displayed willingness to provide any other additional information. No further follow up is possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. As an investigation could not be performed and no further information about the event was provided by the customer, a root cause could not be identified. As corrective action, fsca (B)(4) was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU.

Manufacturer narrative:
There is no known patient involvement. PMA 510(k). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t was found to be contaminated. There is no known patient involvement. Several attempts were made to get further information from the customer, however the only information that the facility would provide was that all units currently in use at the hospital are affected. The facility has not displayed willingness to provide any other additional information. No further follow up is possible. This event was already reported under medwatch report number 9611109-2015-00659 for serial number (B)(4), however as a result of secondary efforts conducted in relation to a retrospective review originally complete on (B)(6) 2016, it was discovered that three additional sorin heater-cooler system 3t units (B)(4) were included in the service document. This report is being filed to document serial number (B)(4). Please see medwatch report numbers 9611109-2015-00659, 9611109-2016-00243 and 9611109- 2016-00244 for information on the other units. The investigation is still on-going. A follow-up report will be submitted when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated. There is no known patient involvement.